Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to continue using the current pump for insulin delivery.